Event description:
The following device was received as blind unit. Visual analysis of the device found corrosion/oxidation around the cutting surface of the device.

Manufacturer narrative:
Product complaint # : (B)(4). B3: date of event is an unknown date. Investigation summary :the following device was received as blind unit product code-2244000543 lot. Number - so2010041. Product code-244000542 lot. Number-so2012076. Product code- 244000541 lot. Number-so2013324. Product code- 244000540 lot. Number- so2010170. Product code - 244000559 lot. Number- so2012083. Product code- 244000558 lot. Number- so2018163. Product code- 244000557 lot. Number- so20145914. Product code- 244000556 lot. Number- so2014819. Product code- 244000510 lot. Number-a0409. Product code- 244000555 lot. Number- so2012584. Tracking no - (B)(4). However, it couldn't be associated with a complaint or any other existing record. As a result, this complaint was created to analyze the returned device. The device associated with this complaint was returned for examination. Visual analysis of the device found corrosion/oxidation around the cutting surface of the device, alongside damage consistent with normal wear, this suggests that the passive layer of the metal has been worn down from repeated use (due to normal use damage) allowing for the metallic surface underneath to become susceptible to corrosion/oxidation. Therefore, the potential cause of the observed corrosion/oxidation is consistent with the device reaching the end of its useful life. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of quickset ace grater head would have contributed to the device issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.